Event description:
On first pacer check at clinic, v-lead read low ohms bipolar/ 294 ohms unipolar. Pt was not pacer dependent. Programmed to unipolar mode w/ adequate safety margin above capture threshold and ventricular sensing threshold. Pt had ventricular conduction w/ aai pacing. Advised change of ventricular pacing lead soon. Information faxed to surgeon's office. Previous pacer f/u done by phone checks through surgeon's office. Ventricular lead was 500 ohms at implant. Pt was contacted by surgeon's office & refused 1st offer by surgeon. Pt expired 5/10/99 before lead was changed.